Event description:
An analysis was performed on the returned lead portions. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device.

Event description:
On (B)(6) 2013, it was reported that this vns patient was referred for generator revision. It was also stated that the patient reported some discomfort around the lead area. Follow-up showed that the patient underwent generator and lead revision on (B)(6) 2013. The device was interrogated, and it was determined that the battery needed to be replaced. The patient's seizures were changing somewhat, and it was unknown what the cause was.

Event description:
The explanted lead and generator were returned on (B)(6) 2013. Generator analysis showed that, in the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed signs of variation in the pulse generator¿s output signal, but demonstrated that the device provided the expected level of output current for the time that the output signal was enabled. The generator¿s output signal was disabled due to a low battery, an expected event when the calculated battery voltage is less than 2.0 volts. The pulse generator diagnostics were as expected for the programmed parameters and for the output pulse disabled condition. Explant related damage to the device was noted. Lead analysis is still pending.

Manufacturer narrative:
.